Event description:
The customer contact reported a cut in the tubing, subsequently blood loss was noted. The tubing set was being used to deliver 1l of normal saline, at a keep vein open rate, via gravity. The patient was postoperative following a mesenteric arteriogram in the interventional radiology department. It was reported that during nursing assessment approximately 15 minutes after the procedure was complete, the patient's husband notified the nurse that unspecified volume of blood was under the patient's sheet. At this time, the nurse noted that the tubing was cut, three quarters of the way through. It was reported that tubing, distal to the cut had "clotted off," stopping further blood loss. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).